Event description:
It was reported that this right ventricular (rv) lead has exhibited gradually increasing, out-of-range shock impedance measurements (145 ohms). Additionally, elevated, but still in-range pacing impedance measurements (1900 ohms) were observed. During a follow-up appointment, provocative maneuvers and postural testing were performed, which revealed no impedance changes or producible noise. Boston scientific technical services (ts) was contacted for review, and it was discussed that the shock impedance values had been gradually rising since implant, with the first out-of-range alert noted in 2022. Despite the lack of reproducible noise, ts recommended a thorough lead integrity evaluation to exclude impairment. Further postural, threshold testing, x-ray imaging, and potential defibrillation threshold testing (dft) were recommended to confirm appropriate lead function. Should any abnormalities be observed, a lead revision should be considered to ensure adequate therapy delivery. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that this right ventricular (rv) lead has exhibited gradually increasing, out-of-range shock impedance measurements (145 ohms). Additionally, elevated, but still in-range pacing impedance measurements (1900 ohms) were observed. During a follow-up appointment, provocative maneuvers and postural testing were performed, which revealed no impedance changes or producible noise. Boston scientific technical services (ts) was contacted for review, and it was discussed that the shock impedance values had been gradually rising since implant, with the first out-of-range alert noted in 2022. Despite the lack of reproducible noise, ts recommended a thorough lead integrity evaluation to exclude impairment. Further postural, threshold testing, x-ray imaging, and potential defibrillation threshold testing (dft) were recommended to confirm appropriate lead function. Should any abnormalities be observed, a lead revision should be considered to ensure adequate therapy delivery. Recently, the physician performed commanded shock testing, which resulted in the measured impedance values of 100 ohms via the 1.1 joule shock and 103 ohms via the 41 j shock. As these values were in-range, the physician elected to continue with normal monitoring. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that the right ventricular (rv) lead previously has exhibited gradually increasing, out-of-range shock impedance measurements (145 ohms). Additionally, elevated, but still in-range pacing impedance measurements (1900 ohms) were observed. During a follow-up appointment, provocative maneuvers and postural testing were performed, which revealed no impedance changes or producible noise. Boston scientific technical services (ts) was contacted for review, and it was discussed that the shock impedance values had been gradually rising since implant, with the first out-of-range alert noted in 2022. Despite the lack of reproducible noise, ts recommended a thorough lead integrity evaluation to exclude impairment. Further postural, threshold testing, x-ray imaging, and potential defibrillation threshold testing (dft) were recommended to confirm appropriate lead function. Should any abnormalities be observed, a lead revision should be considered to ensure adequate therapy delivery. The physician performed commanded shock testing, which resulted in the measured impedance values of 100 ohms via the 1.1 joule shock and 103 ohms via the 41 j shock. As these values were in-range, the physician elected to continue with normal monitoring. Recently, the physician elected to surgically explant and replace the implantable cardioverter defibrillator (ICD) device to resolve the event. Information has been requested as to whether the rv lead was also revised during the procedure. The explanted ICD is expected to be returned for analysis, and the rv lead remains implanted and in-service. No additional adverse patient effects were reported.